Manufacturer narrative:
Submit date: 05/25/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit failed to alarm for occlusion during testing. There was no patient involvement.

Manufacturer narrative:
An investigation of kangaroo epump was performed for the reported condition of; the unit failed to alarm for occlusion during testing. The unit was triaged and the complaint was confirmed. The cause of the reported failure was due to failure of the unit¿s sensor; sensor was replaced to correct the issue. The unit was then fully tested; unit passed all testing. Kangaroo epump was manufactured in 2014. A review of the device history record shows this device was released meeting all manufacturing specifications.